Event description:
It was reported that the guide catheter could not be passed through model 6250 catheter. The guide catheter stuck at the hub-guide interface and would not go, even when utilizing an inner guide. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): catheter kinked and damaged at implant; the analyst noted that blood was visible along the shaft length. (B)(4): no anomalies found, however catheter was noted to be kinked; the analyst noted that the hub-guide interface was clear and open (no obstructions) and passed a fresh guide catheter through with no issue.